Manufacturer narrative:
Occupation: reporter is a synthes employee. Part: 03.010.518, lot: 8426990, manufacturing site: (B)(4), release to warehouse date: may 31, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the sd screwdriver/t25 self retaining/319 (part #: 03.010.518, lot #: 8426990) was received at us customer quality (cq). Upon visual inspection, the hexdrive tip of the shaft was twisted. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: small shaft od next to the tip shaft od. Measured dimensions: small shaft od next to the tip =conform. Shaft od = conform. Device used ¿ hand micrometer. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the hexdrive tip of the complaint device was twisted. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, one (1) screwdriver retaining and one (1) hex flexible screwdriver were received for investigation. The devices appear to be broken and stripped. Patient and procedure involvement is unknown. This report involves one (1) stardrive screwdriver/t25 self retaining/319mm. This is report 2 of 2 for (B)(4).